Event description:
Boston scientific crm received information that this pacemaker displayed a gauge of beginning of life (bol) previously and now states 2.5 years remaining. Boston scientific technical services (ts) was consulted and stated that the ventricular output was high and currently, the device was in retry, which contributes to the decrease in longevity remaining. Ts stated that with current programmed settings, the gauge is likely to tick over to 75% remaining any day now as a result. A change in programming may lead to longer battery life. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this device was explanted for normal battery depletion (nbd). To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.